Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 30-40 (mg/dl). Cookies and juice was consumed to treat bg. Reportedly, the customer delivered a bolus of 2.11 units at 1:23 am. The customer reported attempting to enter a bg value onto the pump but unintentionally delivered the bolus. The customer acknowledged that the reported issue was due to user error. Recommendation was made to consult with healthcare provider regarding diabetes management.